Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/16/2020. H.6. Investigation: a device history record review was performed for provided lot number 0118620 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter and the presence of torn packaging was observed. An exact cause for the torn packages could not be determined at this time. All of the samples inspected were found to have good perforation. The foreign matter observed on the packaging has resulted from the steam sterilization process. The integrity of the product and the sterile barriers have not been affected. These spots appear only on the outside of the packaging and do not permeate in any way onto the product. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on the packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ xs 10ml saline flush syringe. H3 other text : see h.10.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% package was damaged and discolored. This was discovered before use. The following information was provided by the initial reporter: a nurse working at the (B)(6) noted a defect in syringes received recently. The packagings found were perforated while taking them out of the box. The packagings were perforated in the place that connect 2 syringes on the cutting line. Also many packagings were found with brownish halos in the surface (possibility that the outer surface of the syringe is no longer sterile).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd posiflush" xs pre-filled flush syringe nacl 0.9% package was damaged and discolored. This was discovered before use. The following information was provided by the initial reporter: a nurse working at the (B)(6) noted a defect in syringes received recently. The packagings found were perforated while taking them out of the box. The packagings were perforated in the place that connect 2 syringes on the cutting line. Also many packagings were found with brownish halos in the surface (possibility that the outer surface of the syringe is no longer sterile).